Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement the lead impedance was noted to be out of range. Physician decided to reprogram the device with atrial unipolar sensing and unipolar pacing which solved the issue. Patient condition is good.